Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported sf180 could not be confirmed. However, the device was stuck on the logo screen. Based on all available evidence and complaint investigations of a similar nature, an investigation determined the device stuck on the logo screen was due to a software issue. The sf180 was due to a faulty/defective battery. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).